Event description:
A home patient (hp)'s caregiver (cg) contacted baxter?s technical service center reporting that the hp was not connected during initial drain while on the homechoice (hc) machine. The technical service representative (tsr) explained that the hc pulled air into the set up and the hp would need to start over with new supplies. The tsr further explained that the unsterile air contaminates the set. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 4 of 4. The hp stated he disconnected in the dwell cycle. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and assisted the hp to clear the alarm. The hp confirmed to call the nurse to inform of the incident and to finish therapy with a manual bag. The tsr reviewed proper procedures with the hp. On (B)(4) 2010, product surveillance spoke with the hp's caregiver (cg) who stated that she heard the alarm and had reconnected the hp. The cg stated that she did call the rn and the rn came to their house. The rn prescribed the hp antibiotics during his last fill. The cg stated that the hp was doing fine and continuing therapy without issues.

Manufacturer narrative:
(B)(4). This complaint is for a use error. Per the complaint information, patient was in initial drain and not connected. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.